Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 21jan2025 during periodic maintenance and confirmed the issue. A touchscreen calibration was attempted and did not resolve the issue. The asp replaced the touchscreen to resolve the issue. Following the replacement of the touchscreen, the asp completed a comprehensive inspection, cleaning, running test, and function test. No other abnormalities were found by the asp. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the touchscreen flex circuit successfully passed all resistance tests. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.